Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 14-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and ultrasounds showed essure implants were not in the correct position; additionally parts of her coil came out by vagina (regarded as device breakage, followed by expulsion of broken pieces). Three months later, she became pregnant and had a miscarriage. Only miscarriage is unlisted in essure's reference safety information. The other events are listed. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, consumer stated ultrasound showed essure was not in correct position. Additionally, one device broke and pieces were expelled. These events could have been a contributory role in the reported device failure (pregnancy). Therefore, causality between these events and the suspect insert cannot be excluded. Regarding the reported miscarriage; considering it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation (due to maternal conditions and fetal chromosomal abnormalities); causality with essure is considered unlikely. Other non-serious events were also reported. This case was regarded as an other reportable incident due to device breakage; as although it did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5033629) in united states on 10-feb-2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain/ hurting too bad, bloating, bleeding, swollen ovaries, vision problems, hair loss, constipation, sharp stabbing pains in my stomach, and essure are not in the correct position. No information given on consumer's history, past drugs and concurrent conditions. On (B)(6) 2011 the consumer had essure (fallopian tube occlusion insert) inserted. Since essure insertion, the consumer has been experiencing on and off problems, including pain, bloating, bleeding, swollen ovaries, vision problems, hair loss, constipation, sharp stabbing pains in stomach and hurting too bad. Several ultrasounds were performed and clearly showed that essure implants were not in the correct position. The outcome of the event essure are not in the correct position was not recovered / not resolved. The outcome of the events pain/ hurting too bad, bloating, bleeding, swollen ovaries, vision problems, hair loss, constipation, and sharp stabbing pains in my stomach was unknown. Reporter causality: the relationship between events and essure is related. Follow up information received on 21-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case # FDA-2014-n-0736-0060, awareness date 21-aug-2015). The consumer is (B)(6). She had essure inserted in (B)(6) 2011 and she had many complications; cysts, abdominal bloating, pain during intercourse, and the most severe occurred in 2015, parts of her coil came out by vagina. Her physician did an x-ray and essure seemed to be in place. She also reported she became pregnant 3 months after part of the coil came out, and it ended in miscarriage. She stated that essure is not safe and she experienced hair loss, weight gain only in the abdominal cavity, numerous vaginal infections and precancerous cells; all stemming from essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and ultrasounds showed essure implants were not in the correct position; additionally parts of her coil came out by vagina (regarded as device breakage, followed by expulsion of broken pieces). Three months later, she became pregnant and had a miscarriage. Only device breakage and miscarriage are unlisted in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, consumer stated ultrasound showed essure was not in correct position. Additionally, one device broke and pieces were expelled. These events could have been a contributory role in the reported device failure (pregnancy). Therefore, causality between these events and the suspect insert cannot be excluded. Regarding the reported miscarriage; considering it is the most common complication of early pregnancy, occurring in up to 20% of clinically recognized pregnancies at less than 20 weeks of gestation (due to maternal conditions and fetal chromosomal abnormalities); causality with essure is considered unlikely. Other non-serious events were also reported. This case was regarded as an other reportable incident due to device breakage; as although it did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.